Event description:
During coil embolization, difficulty experienced to re-zip the coil. The coil was inspected prior to use. There was no tortuosity or calcification present. The tab was held and the zipper did slide distally to the stopper without difficulty. No resistance was felt during advancing the coil into the microcatheter. Continuous flush was maintained within the prowler microcatheter. The coil introducer was secured in the 2nd rhv prior to rezipping. The blue distal floppy section of the delivery tube was not exposed during withdrawal of the delivery system. Only the coil system was removed without being rezipped from the microcatheter. The procedure was completed using other coils. There were no reported pt complications.

Manufacturer narrative:
There are no identified patient or procedural factors contributing to the reported inability to rezip the orbit coil. Returned dcs coil was received with multiple kinked and bent inside a plastic bag. The introducer ws stuck on the support coil which had mucltiple dents. The coil was attached to the gripper. Functional test could not be performed due to the returned damaged condition. Manufacturing records for lot involved were reviewed and results inducate that product met quality requirements for product acceptance. Controls are in place during manufacturing process in order to avoid damaged units from leaving the facility. Although the exact cause of the failure reported by the customer could not be conclusively determined, the damaged condition of unit might have contributed. This is one of two products used on the same patient. MFR report #1058196-2005-00388 and MFR report #1058196-2005-00389.